Event description:
It was reported that during a trial, high impedances occurred on a trial lead. The lead was not implanted. A different lead was used and the issue resolved. The patient¿s status was noted to be alive with no injury.

Manufacturer narrative:
Product ID: 3875-60, lot# va0aeql, product type: screening device. Product ID: neu_ ens_stimulator, serial# unknown, product type: external neurostimulator. (B)(4).